Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon burst while being inflated. It was reported that water was used and the balloon burst below max pressure. No piece of the balloon detached inside the patient. The procedure was successfully completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.